Manufacturer narrative:
Technician found that the casters were worn due to age and needed to replace. He replaced the foot end casters and the brakes functioned properly. He found this while performing a function check and there were no alleged injuries.

Event description:
Technician alleged that when the brakes were engaged the foot end casters would still swivel.